Event description:
It was reported to philips that the device fails operational check at defibrillation. There was no patient involvement.

Event description:
It was reported to philips that the device fails operational check at defibrillation. There was no patient involvement. The bench technician found that the device needs a high voltage capacitor, processor pca, and a bezel. Upon conclusion of the evaluation, it was determined that the processor pca, high voltage capacitor, and a bezel require replacement. The parts were replaced, we are unable to determine the root cause of the event as multiple parts were required for replacement. The device meets the specification for the performed service and is returned to use.